Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approx after implant duration of 25 months, due to mitral regurgitation, as learned through the operative report.